Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s wife reported they were adjusting stimulation and the patient felt a shock go through their body. Patient services asked the caller if they were able to check the therapy with the programmer. They said it was on/ok. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the circumstances that led to the shocking incident was changing batteries. Patient noted that no further steps have been taken to resolve the issue, however the shocking had not reoccurred.